Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture in the powerpicc was confirmed, and the cause appears to be use related. One 5 fr t/l powerpicc was returned for investigation. The t/l tubing extended 43.3cm from the distal end of the trifurcation. Tape residue was observed on the extension legs and the molded trifurcation. The t/l tubing and the clear extension legs exhibited a yellow tint when compared with an unused sample. The chemical used on or within the catheter to cause the observed discoloration is unknown. A 4.5mm longitudinal split was observed between the 2 and 3 cm depth marks, which was approximately 3.5cm from the distal end of the trifurcation. The adjoining surfaces of the split tubing were noted to be smooth and granular with one area being rough and granular. The catheter material exhibited evidence of deformation from expansion at the leak site since the edge of the tubing along the split was noted to be wavy. The characteristics of the observed damage are consistent with a rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the white luer adaptor (non-power injectable) was infused with water. It is unknown if this lumen was inadvertently used for a power injection. The IFU warns, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the wall thickness around the lumen with the white luer adaptor was found to be within specification. A recommended flushing and maintenance procedure is provided in the IFU to prevent occlusions within the catheter and damage to the device. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ a lot history review (lhr) of rean0079 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- per clinical specialist, user facility reported that a patient's PICC had ruptured around the 3cm mark and had an infiltrated arm related to the rupture. The clinical specialist said the following, vat team called to evaluate patient edema in PICC arm. Ultrasound showed no deep vein thrombosis (dvt) and x-ray showed the tip in the superior vena cava (svc). The arm appeared to be "weeping" from the PICC insertion site. Nurse discussed with doctor, the line was pulled, and a small rupture was noted around the 3cm mark. On (B)(6) 2016- in comment posted by the nurse, it states that the patient is (B)(6).